Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and manufacturing representative regarding a patient receiving intrathecal bupivacaine and morphine. The indication for use was non-malignant pain. The patient and her health care provider (hcp) ¿had a parting.¿ in 2015, he put the pump at the lowest dose without shutting the pump off. The patient had the pump for so long, she was tired of explaining herself and keeping/maintaining the pump, so she decided ¿to go on morphine detox and felt like crap (in (B)(6) 2016).¿ the pump started to alarm in (B)(6) 2016. The patient was supposed to go see the hcp in april 2016 but did not go. The patient stated ¿"when your pump houses a year¿s worth of medication, you forget." The patient was not called or reminded (about her refill). The patient called to make an appointment and was told it had been over a year so the patient needed to make a consult appointment. A ¿second alarm¿ started going off on (B)(6) 2016. It was a two-tone alarm. It was later reported that the pump ran out of medication, and she was not feeling good. She had been shaking like a leaf and did not like it. The patient tried to call a couple hcps, and they were not taking any new patients. The patient noted it was her fault she missed her appointment due to her mother dying. The patient just needed her pump refilled. They were not able to give the patient anything other than something for nausea. The patient wanted to know where she could go to get the pump electively removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.